Event description:
Patient with restenosis of stent on angiogram. Cutting balloon advanced to lesion site without difficulty. Upon inflation apparent contrast jet perforated the coronary artery, leading to tamponade and death.